Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer experienced elevated blood glucose (bg) levels (241 mg/dl). Reportedly, the customer forgot to turn the carbohydrate feature on to be able to deliver a bolus for carbohydrates. Tandem technical support guided the customer through turning the pump carbohydrate feature on. Customer delivered a bolus to address elevated bg levels.